Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. After pulling the 3.50x32mm taxus express2 drug eluting stent out of the hoop, a flared stent strut was noticed. This device was not used. The procedure was completed with another taxus stent. There was no pt contact.